Manufacturer narrative:
Received a portion of the catheter (distal end of a silicone catheter only) consisting of a part of the shaft with the balloon, and catheter tip. The reported event was confirmed as cause unknown. Per visual evaluation, a cuff roll was observed on the balloon; however, no other defects were observed. Per dimensional evaluation the active length was measured and results were as follows: short side= 0.7275¿, long side=0.7305¿ (per specification, the active length is 0.6¿ to 0.9¿). The catheter active length was found within specification. Lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the product ifus are found to be adequate based on past reviews. (B)(4).

Event description:
It was reported that upon removal of the product, it allegedly caused pain to the patient. It was later reported that the catheter was difficult to remove, due to the balloon developing a cuff upon deflation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon removal of the product, it allegedly caused pain to the patient. It was later reported that the catheter was difficult to remove, due to the balloon developing a cuff upon deflation.